Manufacturer narrative:
(B)(4). Batch #: u5c72g. Investigation summary: the analysis results found that the ats45 device was received with the firing mechanism damaged and with no reload loaded in the device. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. No conclusion could be reached as to what caused the firing mechanism to fail. It is possible that the device was fired on thicker tissue than indicated or fired through a locked reload in previous firings, causing an increase of the internal forces and resulting in the component yielding. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Although there is no direct evidence of use error, the instructions for use do contain the following, "caution: attempting to force the trigger to complete the firing stroke with too much tissue between the jaws, or with dense/ thick tissue between the jaws, may result in increased forced to fire or instrument failure."

Event description:
It was reported that during an appendectomy, the device was difficult to fire. It stapled, but did not cut. Cutting was done with a scalpel and a white reload was used. There were no patient consequences. No additional information is available at this time.